Manufacturer narrative:
On 20-dec-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a thrombus was observed in the irrigation hole. About 2 hours after the start of catheter use after pulmonary vein isolation (pvi), post mapping, poor irrigation output was observed. A fine thrombus was observed in the irrigation hole at the tip electrode. The patient was anticoagulated. Activated clotting time (act) was maintained 300 seconds. There were no error messages presented and the patient has not suffered neurological observed.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a thrombus was observed in the irrigation hole. About 2 hours after the start of catheter use after pulmonary vein isolation (pvi), post mapping, poor irrigation output was observed. A fine thrombus was observed in the irrigation hole at the tip electrode. The patient was anticoagulated. There were no error messages presented and the patient has not suffered neurological observed. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and patency test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. Customer reported that a fine thrombus was observed in the irrigation hole; however, during the analysis in the lab, no char, thrombus or clot residues were observed. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be confirmed, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).